Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ipg was replaced due to battery depletion. It is unknown when the patient last received stimulation or recharged her ipg. The issue is now resolved.